Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic with lower out of range high voltage lead impedance measurements. No other electrical anomalies were observed. The lead was physically okay when the lead was examined under a chest x-ray. The patient will be scheduled for a defibrillation threshold testing. The patient condition is good.